Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) correction - please note that the first report submitted under 3004753838-2019-52143 was submitted with an incorrect g4. This follow-up report is to note that g.4 should have reflected a date of (B)(4) 2019.